Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c (701) module. Incorrect results for some samples were reported outside of the laboratory to the patient or medical personnel treating the patient. The affected samples initially recovered phosphate values of 60 to 70 mg/l. When repeated, these samples resulted in normal values between 25 and 45 mg/l. The reporter also noted that controls would initially recover outside of range, but were ok after repeat. The phosphate reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer readjusted the reagent probe rinsing and confirmed the analyzer was running back within specifications. The investigation determined the service actions resolved the issue.